Manufacturer narrative:
H3: product analysis confirmed that the device was returned in a resealable bag. Upon receipt, traces of contamination were observed on the cuff and tip of the tube. A foreign object (white piece of plastic) was secured to the tube with clear tape that had strands of hair adhered to it. The harness had been cut off, and the adapter from the proximal end of the tube was missing. A syringe was used to inject 15 cc of air into the cuff, and no air leak was observed coming from the cuff. The cuff was submerged in water for leak observation; however, no leakage was observed from the cuff. The inflation assembly was then submerged in water for leak observation, and leakage was observed originating from the valve. H6: previous code b17, d16, c20 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, changes in airway pressure were observed, suggesting a possible air leak from the emg tube. The tube was replaced, and the surgery was continued. Postoperatively, user submerged the removed tube in water for testing and identified an air leak at the cuff inflation port. The procedure was completed with backup product. The procedure was extended for 15 minutes. There was no patient injury. Additional information received, prior to intubation, testing was performed, and inflation and deflation were normal.